Event description:
It was reported that during an unknown procedure prior to stapling the bowel that the echelon reload snapped off the applicator and dropped in the patience abdomen. The broken fragment was removed from the patient¿s abdomen using an endoscopic retrieval bag and the shuttered pieces that came off were removed with suction. There were no adverse consequences reported. No additional information provided.

Manufacturer narrative:
(b)(4).Date Sent: 7/31/2026D4: Batch #912D31Additional information was requested, and the following was obtained:EC60A was not returned as the stapler was reloaded with a new reload and used in the patient and appeared to function as normal.Is the current patient status known? No issues/concerns with patientWas there any patient consequence or change in the post-operative care of the patient as a result of the event? NoPlease provide the source or title of external person providing answers to follow-up (b)(6) Mango Scrub NurseFurther information: (b)(6) was the scrub nurse at the time of the procedure. The procedure was a Laparoscopic Subtotal Colectomy. (b)(6) believes the reload was loaded correctly when she handed the EC60A to the consultant surgeon ((b)(6) has used the EC60A and reloads for over 10yrs so is experienced and familiar with how to correctly load the device). The consultant surgeon was showing the registrar how the EC60A worked and in doing so had repeatedly open and closed the device. When the surgeon went to ratchet/clamp the EC60A across the bowel the GST60B fell off the EC60A and it was noticed a piece from the reload (I have identified as the plastic sled which appears to be intact) had fallen out of the reload and had to be retrieved from the patients abdomen via a retrieval bag. The EC60A was reloaded with a new GST60B and the surgeon fired across the bowel as intended. No adverse events have been recorded with the patient. Having to remove the reload and sled from the patients abdomen lengthened the procedure time.INVESTIGATION SUMMARY:The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.Visual analysis of the returned sample determined that one GST60B reload was received with the one-piece sled detached and unfired making it nonfunctional. Additionally, scratches were observed on the reload body. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload.It is also possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. As part of Ethicon Endo Surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.A manufacturing record evaluation was performed for the finished device batch number 912D31, and no non-conformances were identified.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.